Event description:
It was reported by service report that the bed had no power. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed with no electrical power due to power cord being disconnected at the inlet resulting in no scale and bed exit.